Event description:
It was reported that the patient presented in the hospital for a lead replacement. Prior to the procedure, it was noted that the right ventricular lead had dislodged which resulted in loss of capture. The lead dislodgement was confirmed by fluoroscopy. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported events were lead dislodgement and failure to capture. As received, a complete lead was returned in one piece with the helix found retracted and clogged with blood/tissue. After cleaning the distal end, the helix was able to extend and retract by applying torque directly to the connector pin. The full helix extension length was measured to be within specification. The reported event of failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination did not find any anomalies except for procedural damage.